Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that the pump exhibited a "no disposable, pump won't run" alarm. Per reporter, amount remaining in cassette was 84.5 ml, amount given was 14.65 ml and cassette was 100 ml.